Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a saccular 71.5 mm abdominal aortic aneurysm approximately 1 month ago. The proximal neck diameter is 21.5 mm and it has an angulation of 49.5 degrees and length of 21.7 mm. The iliac arteries had mild iliac tortuosity. It was reported that there was a type IV endoleak post implant and no intervention was performed. The patient was discharged 6 days post implant. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak).